Manufacturer narrative:
(B)(4): results and conclusion: (70% stenosis and severe calcification). Eval summary: the device was returned to medtronic for eval. The 10th, 11th and 16th distal stent segments were slightly raised and overlapping. A number of struts on the 9th and 10th proximal stent segments were partially raised and deformed. The entire device was severely bent, wavy and kinked 20cm, 25cm, 58cm and 88cm distal to the strain relief. The distal tip was frayed.

Event description:
An integrity rx drug-eluting stent, length 18mm, diameter 3.0mm was intended to treat prox-mid circumflex lesion in a pt which exhibited 70% stenosis, moderate tortuosity and severe calcification. It was reported that the device would not cross the lesion. Following the failure of the 3.0 x 18mm integrity to cross the lesion, a buddy wire system with 2 super stiff wires was used and a 3.0 x 19 stent was successfully implanted. The pt was stable post procedure and no clinical sequelae have been reported.